Event description:
As reported (B)(6) 2014, a female patient of unknown age presented for an rfa procedure. During the procedure, the unit displayed a "power supply failure" message. Attempts to troubleshoot the fault were unsuccessful. Another of the same rfa system was used to successfully complete the procedure without further complications. However, due to the delay, the patient was under anesthesia for longer than 30 minutes. It was reported the patient was stable post procedure. It was reported the rfa system is available for return for evaluation by the manufacturer.

Manufacturer narrative:
It was reported that the rfa system involved in the incident is available to be returned to the manufacturer for evaluation. To date the unit has yet to be returned. Attempts are being made to obtain the unit. An investigation into the root cause for event is currently in progress. A review of the hardware service records for the account's rfa generator s/n (B)(4) noted no issues. The results of the unit evaluation will be sent via a follow up medwatch. (B)(4).